Event description:
It was reported that, during a clinic visit, it was noted that the patient's right atrial (ra) lead had high thresholds. A chest x-ray confirmed the ra lead had dislodged and a fluoroscopic image showed the lead had no slack. A revision was performed the following day and the ra lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).